Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were in emergency room due to hyperglycemia. Customer stated blood glucose value was not changing it was still around 600 mg/dl around 30 min ago but they already made manual bolus on 1 hour around 25 units of insulin. The device will not be returned for analysis.